Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected thyroid stimulating hormone (tsh) result for one (1) patient that was questioned by the clinician, generated by the unicel dxi 800 access immunoassay system. Subsequent testing after re-centrifugation and on an alternate methodology produced lower results that better matched the patient's clinical history. The patient's synthroid dosage was changed due to the initial tsh result obtained.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, tsh qc has been performing within the customers established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.